Event description:
The clinic reported that when the medical assistant closed the needle counter a needle came through the foam, out the bottom and stuck her in the thumb.

Manufacturer narrative:
Device event or problem: the clinic reported that when the medical assistant closed the needle counter a needle came through the foam, out the bottom and stuck her in the thumb. Deroyal: pictures of the defective product have been received. The defective sample has been requested and not returned at this time. Investigation for determination of the root cause is still in process.